Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button would intermittently ¿stick¿ when pressed and customer would have to press the button again to keep the button from getting stuck. Customer¿s blood glucose level was 284 mg/dl. Customer continued to use the pump for insulin therapy.